Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump alarmed button error. Customer stated that they change the battery but it did not work. No blood glucose reading provided. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm occurred during testing. Intermittent button response due to moisture damage on keypad trace. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.